Manufacturer narrative:
MDR 3003442380-2024-02246- device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that the 6 cannulas was bent due which hyperglycemia occurs. Infusion set was placed in abdomen. Symptoms noticed after 3 hours insertion of infusion set. High blood glucose corrected by the injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available